Event description:
It was reported that the pt was admitted to the hosp on (B)(6) 2010. It was stated the pt had a headache. It was not reported whether the pt's stimulation was turned on. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.